Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an oxygen (o2) sensor failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and identified that the o2 gas was disconnected according to the ventilators memory logs. The se performed extended self-testing on the device and all tests passed.